Event description:
Caller reported a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and walked the caller through the pump reset process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.